Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime during prime test due to faulty force sensor damage by moisture. Insulin pump was unable to perform excessive no delivery test due prime anomaly. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Event description:
Customer reported receiving a no delivery alarm and a motor error alarm on the insulin pump. Blood glucose level was 405 mg/dl at the time of the call. Customer stated that the motor error alarm occurred during bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.